Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6.

Event description:
Ultrasound report states partial involution on the left breast.

Manufacturer narrative:
Corrected data: g3 aware date from supplemental medwatch 1 should have been listed as (B)(6)2023.

Event description:
Patient's representative reported "evidence of a significant increase in cadmium and silver in the blood, presumably due to the implants" which is not device related. Patient representative further reported medical diagnosis of "capsular contracture baker grade iii" against an unknown side. Ultrasound report states partial involution on the left breast. The device has been explanted. This represents the left side record.

Event description:
Patient's representative reported "evidence of a significant increase in cadmium and silver in the blood, presumably due to the implants" which is not device related. Patient representative further reported medical diagnosis of "capsular contracture baker grade iii" against an unknown side. The device has been explanted. This represents the left side record.

Manufacturer narrative:
Adverse event problem codes: f2201, f2303. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "evidence of a significant increase in cadmium and silver in the blood, presumably due to the implants".